Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during a procedure to address pocket revision (reference manufacturer report:1627487-2024-09239), the physician accidently cut the leads, and both leads had to be explanted and replaced to address the issue.

Manufacturer narrative:
Correction: reportable aware date.